Event description:
The a1059 mayfield modified skull clamp was found to have multiple issues during the inspection for incoming goods by the distributor. The starburst teeth were chipped, there were scratches on the rocker arm and the screw was protruding from the device. There was no patient contact or patient injury.

Manufacturer narrative:
Integra has completed their internal investigation on 29 aug 2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: evaluation of device: engineering and quality were able to confirm the complaints. Starburst teeth were chipped. During the inspection of the unit, some nicked teeth were observed on the starburst teeth, there are scratches on the rocker arm and a screw protruded from the product. Also, there was a scratch mark on the surface of the rocker arm and the tracker pin was not inserted fully into the plunger cap. The device history record for the unit(s) listed in this complaint under lot code/work order: (B)(4) on 03/23/16. A total of (B)(4) were produced of this lot. All were inspected 100% per inspection checklist. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. Chipped starburst teeth: a two year lookback in trackwise for this reported failure and or related to "starburst tooth was chipped " for this product ID shows that (B)(4) complaints were received including this case. All (B)(4) were received by the same customer. A CAPA was issued to further investigate this reported failure. Scratches on rocker arm: a two year lookback in trackwise for this reported failure and or related to " scratches on rocker arm" for this product ID shows that (B)(4) complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Screw protruded from the product: a two year lookback in trackwise for this reported failure and or related to "screw protruded from the product " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: engineering and quality were able to confirm the customer complaint however no root cause on the nicked tooth of the starburst can be attributed at this time. Even though some of the teeth on the starburst are damaged, they still mesh with gage 3023 according to its 1101 inspection checklist. Additionally, the starburst teeth on all of the integra¿s skull clamps are protected by a rubber cap placed over the teeth to avoid damage. The complaint on the scratches on the rocker arm is cosmetic and the root cause cannot be 100% attributed at this time. There¿s a chance that the unit was marked up during processing, but uncertain of what stage. The complaint on the protruded screw is actually the tracking pin, gs292, used to affix the plunger cap onto the skull clamp. Two tracker pins are used to assembly this component. This is attributed to an assembly issue and will be monitored for trending.